Event description:
It was reported that 2 pruitt f3-s shunt balloons broke during use. A third device was used to complete the procedure. No injury occurred to the patient. Note: this is report 2 of 2 related to the second catheter used in the event. Report 1220948-2023-00142 was submitted for the first device involved in this event.

Manufacturer narrative:
The device was returned for evaluation. The reported problem was confirmed. The balloon was observed to be ruptured. While the reported event was confirmed, the exact root cause of the balloon rupture could not be determined. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. Note: this is report 2 of 2 related to the second catheter used in the event. Report 1220948-2023-00142 was submitted for the first device involved in this event.